Manufacturer narrative:
Device analysis results: the device related to the reported event of cyst, rupture, capsular contracture, lymphoma was received on 28/aug/2017 with lot number 1786825. Visual analysis of the returned device identified one curved opening, fold creases, and a weight test of the device was verified and the device has underweight. Microscopic analysis of the return device identified a sharp curved opening on posterior side in the same location of crease, assessed as fold flaw opening and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: a sharp crease opening due to fold flaw opening and stress marks assessed as non penetrating nicks.

Event description:
Health professional initially reported imaging results of "several small cysts are noted" on the right side. Healthcare professional additionally reported right side rupture and capsular contracture, baker grade iii. A biopsy was done due to the "silicone leakage" from the rupture, and it was discovered to be anaplastic large cell lymphoma-alcl. As pathological markers confirming alcl have not been received, the event will be captured as lymphoma. The device has been explanted. This medwatch is for the right side. See MFR # 9617229-2017-01558 for the left side.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 21/jan/2016, 18/apr/2016, and 25/jul/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma, cyst and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event details and pathological markers has been requested. No additional information is available at this time. Device labeling : potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Rupture: breast implants are not lifetime devices. Breast implants rupture when the shell develops a tear or hole. Ruptures can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to rupture: damage by surgical instruments, stressing the implant during implantation and weakening it, folding or wrinkling of the implant shell, excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated), trauma, compression during mammographic imaging, and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of rupture for allergan¿s product. It is not conclusively known whether these tests have identified all causes of rupture. Laboratory studies to identify any additional causes of rupture are ongoing. Silicone gel-filled implant ruptures are most often silent. This means that most of the time neither you nor your patient will know if the implant has a tear or hole in the shell. MRI examination is currently the best method to screen for rupture. Sometimes there are symptoms associated with gel implant rupture. These symptoms include hard knots or lumps surrounding the implant or in the armpit, change or loss of size or shape of the breast or implant, pain, tingling, swelling, numbness, burning, and hardening of the breast. When MRI signs of rupture are found (such as subcapsular lines, characteristic folded wavy lines, teardrop sign, keyhole sign, noose sign), or if there are signs or symptoms of rupture, you should remove the implant and any gel you determine your patient has, with or without replacement of the implant. It also may be necessary to remove the tissue capsule. There are also consequences of rupture. If rupture occurs, silicone gel may either remain within the scar tissue capsule surrounding the implant (intracapsular rupture), move outside the capsule (extracapsular rupture), or move outside the breast (gel migration). There is also a possibility that rupture may progress from intracapsular to extracapsular and beyond. Capsular contracture: patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation."

Event description:
Health professional initially reported imaging results of "several small cysts are noted" on the right side. Healthcare professional additionally reported right side rupture and capsular contracture, baker grade IV. A biopsy was done due to the "silicone leakage" from the rupture, and it was discovered to be anaplastic large cell lymphoma- alcl. As pathological markers confirming alcl have not been received, the event will be captured as lymphoma. The device has been explanted. This medwatch is for the right side. See MFR # 9617229-2017-01558 for the left side.